Event description:
The customer opened a box of contour next test strips to use with his contour next meter, and both bottles were already open. No adverse event was alleged. The customer was asked to return the strips for investigation. Replacement test strips were sent to the customer.